Manufacturer narrative:
Device evaluation summary: device evaluation of belt sn (B)(4) has been completed. The reported problem ("adjust belt" messages) was confirmed. As received, the electrode belt failed an ECG fall-off test. Upon investigation, the electrode belt trunk cable was cut and the cable's brown (-5v) wire was severed. The root cause for the severed wire was physical abuse. No adverse event resulted from the damaged belt.

Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) was causing excessive "adjust belt" messages.